Event description:
It was reported that during thoracic aorta dissection surgical repair on (B)(6) 2009, blood oozing was evidenced from graft perfusion branch. The perfusion branch was wrapped with gauze to stop oozing. It was also reported that the hospitalization was extended, due to prolonged drainage. Graft remained; however, implanted in pt and pt was reported to have recovered on (B)(6) 2010.

Manufacturer narrative:
No product eval was performed since the graft remained implanted in the pt and the perfusion branch was discarded at the hospital. A review of the device history records indicated that the graft was processed and inspected according to procedures, and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of a product coated on the same day than the complaint device indicated value well within product specs. One product coated the same day and under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specs. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.